Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that eventually they will have the device removed as it isn¿t helping anymore since sometime in 2019. The patient had reprogramming sessions however that hadn¿t helped. The patient was redirected to follow up with their healthcare professional.